Event description:
It was stated that the customer was hospitalized for high blood glucose. The customer's blood glucose went as high as 475 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the self-test. No alarms were noted. The customer did not have any supplied to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.